Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges the device cuff inflated during pre-testing but did could not inflate during an uneventful intubation. A replacement device was used. Customer reported there was no harm to the patient. It was reported that no catalog or batch number was available as the packaging was disposed of.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The complaints reports that the cuff inflated during pretesting and the failure was detected only after intubation. It is possible that the failure occurred during intubation, although this could not be confirmed. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint alleges the device cuff inflated during pre-testing but did could not inflate during an uneventful intubation. A replacement device was used. Customer reported there was no harm to the patient. It was reported that no catalog or batch number was available as the packaging was disposed of.